Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 6.5 mmol/l. The customer stated that she removed the sensor and noticed that the cannula was missing. The customer noticed that the sensor would not flash. The sensor will be returned for analysis.